Manufacturer narrative:
Failure of the ac power module would prevent the unit from powering up on ac power as well as prevent the battery from charging. The customer was sent a new ac power module. Replacing ac power module resolved the reported failure.

Event description:
The customer reported that the ac power module had failed.